Event description:
It was reported that the numbers on the insulin pump were ramping and the scroll bar kept moving up and down. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. Customer did not know his or her current blood glucose level. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The insulin pump had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.